Event description:
During routine incoming inspection the distributor noted a foreign material in the sterile product pouch. There was no impact to patient safety as this was identified during incoming inspection.

Manufacturer narrative:
On 8/3/2022 ad-tech received a complaint from nihon kohden stating that during their incoming inspection process they found foreign material on a ts04r-sp10x-000 electrode pouch. During review of the complaint information it was determined on 9/1/2022 that an MDR was not needed, as the product had not been returned as of yet and the picture provided by the customer appeared to show foreign material on the pouch rather than inside of the pouch. The product return was received on 9/14/2022, and on 9/21/2022 it was determined an MDR was needed since adhesive was found inside the inner pouch with the subdural electrode. --updated: 11/18/2022--- the foreign material was found to be located in the inner pouch with the product. Based on the texture and appearance, the foreign material is most likely a piece of adhesive used in the production of this product. The root cause was determined to be that the adhesive was most likely stuck to the product during final qc cleaning and packaging, and was not seen during the lint check conducted prior to sterilization and was not seen during final packaging in finished goods prior to shipment. All employees involved with these steps were notified and acknowledged the error. The risk assessment concluded that the calculated occurence remains "alap" (as low as possible) and no further action is needed at this time.

Manufacturer narrative:
On 8/3/2022 ad-tech received a complaint from nihon kohden stating that during their incoming inspection process they found foreign material on a ts04r-sp10x-000 electrode pouch. During review of the complaint information it was determined on 9/1/2022 that an MDR was not needed, as the product had not been returned as of yet and the picture provided by the customer appeared to show foreign material on the pouch rather than inside of the pouch. The product return was received on 9/14/2022, and on 9/21/2022 it was determined an MDR was needed since adhesive was found inside the inner pouch with the subdural electrode.

Event description:
During routine incoming inspection the distributor noted a foreign material in the sterile product pouch. There was no impact to patient safety as this was identified during incoming inspection.